Event description:
The end user states the front fork on his daughters chair is broken. He states they were in a restaurant and the fork disintegrated. The end user states they have a multitude of caregivers who take care of his daughter and some of them are not so gentle on the chair. There were no reports of any adverse patient effects.